Event description:
Device issue: none. Adverse event: myocardial infarction. Time of adverse event: post procedure. It was reported that on (B) (6) 2010, the pt underwent stenting of the first obtuse marginal with a promus stent. On (B) (6) 2010, the pt experienced a peri-procedural myocardial infarction. The pt was asymptomatic, and there were no EKG changes. The troponin and ck - mb cardiac enzymes were elevated. There was no reported treatment. On (B) (6) 2010, the event resolved and the pt was discharged. No additional info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.